Event description:
It was reported that the insulin pump switched off by itself, without an alarm being received. The customer did not realize the device was off for several hours. The customer's blood glucose was not known. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. No unexpected battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.